Manufacturer narrative:
Correction: there was no patient involvement and no patient harm. One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed no record of the reported issue. Functional testing was unable to replicate the reported issue; however, it confirmed that lec 1610 was displayed during the self-check. The root cause was unable to be determined. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an unknown error. There was known patient involvement and unknown patient harm/adverse event reported.